Manufacturer narrative:
MFR's report date: (B)(4), 2011. (B)(4). The device was returned for failure investigation. The instrument seal missing. External inspection found no evidence of melting or heat damage on the outsides of the iui connectors. The device was opened and inspected. Fluid residue was observed within the recessed well area of the case for the mounting of the left iui connector. Similar residue was also observed in the same area for the right iui connector. There was fluid ingression observed inside the bottom of the device. The component body of the q11 on the power supply board was blistered as a result of excessive heat dissipation. A pump module was attached to the left side of the pc unit and the pump module would not power on with the pc unit not recognizing the attached lvp device. The right side of the pc unit device had no issues when pump module was attached. The cause of the customer's report of burned smell and failure to recognize the pump modules was due to a damaged q11 component on the power supply board of the device. The cause of the damaged q11 is likely due to fluid contamination.

Event description:
Biomed reported that the pcu device had a burn smell. The biomed's internal inspection found that the pcu would not recognize the pumping modules attached on the left (female) iui connector. Per the biomed, this event occurred during preventive maintenance of the devices and no patients were involved.